Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into swimming pool. Customer reported that as a result, display screen went blank. Customer's blood glucose was 339 mg/dl. Customer was advised that insulin pump would need to be replaced.